Event description:
Reporter alleged discrepant blood glucose values back to back of hi (greater than 600 mg/dl) and 119 mg/dl on his compact plus system. No actions or treatment reported. No adverse event reported. A request was made for the return of the suspect product and replacement product was sent.